Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration if the device/perforation to fallopian tube") and device breakage ("left device was fractured and removed in pieces (right essure implant was intact)/evidence of an essure fragment within the left pelvis, adjacent to the left cornua") in a (B)(6)-year-old female patient who had essure (batch no. 825627, 869761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included secondary infertility (female). Concurrent conditions included abdominal pain, menstrual disorder and menstrual cramps. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (operative laparoscopy, lysis of adhesions, partial salpingectomy) and surgery (on (B)(6) 2013 essure device coils were removed.). At the time of the report, the fallopian tube perforation, device breakage and menstruation irregular outcome was unknown. The reporter considered device breakage, fallopian tube perforation and menstruation irregular to be related to essure. Hsg confirmed laterally blocked tubes. Most recent follow-up information incorporated above includes: on 26-feb-2018: reporter, patient demographics, essure lot number, expiration date, essure insertion date, event (perforation to fallopian tube) was clubbed with event dislocation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration if the device/perforation to fallopian tube") and device breakage ("left device was fractured and removed in pieces (right essure implant was intact)/evidence of an essure fragment within the left pelvis, adjacent to the left cornua") in a 28-year-old female patient who had essure (batch no. 626404,825627,869761,636976-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included secondary infertility (female). Concurrent conditions included right lower quadrant pain, menstrual disorder and menstrual cramps. Concomitant products included paracetamol (acetaminophen). On (B)(6)2008, the patient had essure inserted. On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. In may 2013, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (operative laparoscopy, lysis of adhesions, partial salpingectomy,laparoscopic removal of essure coil) and surgery (on (B)(6)2013 essure device coils were removed.). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, device breakage, menstruation irregular, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: failure to occlude (close) fallopian tubes ultrasound abdomen - in january 2013: hsg confirmed laterally blocked tubes. Lot number:636976 is invalid. Lot number:626404 manufacturing date: -jan-2008 expiration date: -dec-2009 lot number:825627 manufacturing date:jan-2011 expiration date: jan-2014 lot number:869761 manufacturing date:jun-2011 expiration date:-jun-2014 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration if the device/perforation to fallopian tube") and device breakage ("left device was fractured and removed in pieces (right essure implant was intact)/evidence of an essure fragment within the left pelvis, adjacent to the left cornua") in a 28-year-old female patient who had essure (batch no. 626404,825627,869761,636976) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included secondary infertility (female). Concurrent conditions included right lower quadrant pain, menstrual disorder and menstrual cramps. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2008, the patient had essure inserted. In september 2008, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, 3 years 7 months after insertion of essure. On (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"). The patient was treated with surgery (on (B)(6) 2013 essure device coils were removed. And operative laparoscopy, lysis of adhesions, partial salpingectomy,laparoscopic removal of essure coil). Essure was removed on(B)(6)2013. At the time of the report, the fallopian tube perforation, device breakage, menstruation irregular, dysmenorrhoea, depression and anxiety outcome was unknown, the pelvic pain and vaginal haemorrhage had resolved and the menorrhagia was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lot number: 626404, 825627, 869761, 636976 invalid diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: failure to occlude (close) fallopian tubes; on an unknown date: hsg confirmed laterally blocked tubes.. Ultrasound abdomen - in january 2013: . Lot number:636976 is invalid. Lot number:626404 manufacturing date: -jan-2008 expiration date: -dec-2009 lot number:825627 manufacturing date:jan-2011 expiration date: jan-2014 lot number:869761 manufacturing date:jun-2011 expiration date:-jun-2014 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- new event depression and mental anguish were added. Outcome of menorrhagia updated to recovering / resolving. Height and concomitant drug were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration if the device/perforation to fallopian tube") and device breakage ("left device was fractured and removed in pieces (right essure implant was intact)/evidence of an essure fragment within the left pelvis, adjacent to the left cornua") in a 28-year-old female patient who had essure (batch no. 626404,636976) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included secondary infertility (female). Concurrent conditions included right lower quadrant pain, menstrual disorder and menstrual cramps. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (operative laparoscopy, lysis of adhesions, partial salpingectomy,laparoscopic removal of essure coil) and surgery (on (B)(6) 2013 essure device coils were removed.). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, menstruation irregular, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian tubes ultrasound abdomen - in (B)(6) 2013: hsg confirmed laterally blocked tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter, essure indication, lab data essure start stop date, lot number, concomitant product, event outcomes, new event abnormal bleeding (vaginal, menorrhagia) and dysmenorrhea (cramping) were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration if the device/perforation to fallopian tube') and device breakage ('left device was fractured and removed in pieces (right essure implant was intact)/evidence of an essure fragment within the left pelvis, adjacent to the left cornua,I still had pieces of the essure in my tubes') in a 28-year-old female patient who had essure (batch no. 626404,825627,869761,636976) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included secondary infertility (female). Concurrent conditions included right lower quadrant pain, menstrual disorder and menstrual cramps. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, 3 years 7 months after insertion of essure. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"). The patient was treated with surgery (on (B)(6) 2013 essure device coils were removed. And operative laparoscopy, lysis of adhesions, partial salpingectomy,laparoscopic removal of essure coil). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, menstruation irregular, dysmenorrhoea, depression and anxiety outcome was unknown and the device breakage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lot number: 626404, 825627, 869761, 636976 not valid patient received treatment for events ¿ pelvic pain, bleeding , device breakage , diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg confirmed laterally blocked tubes.; on (B)(6) 2016: results: failure to occlude (close) fallopian tubes. Ultrasound abdomen - in (B)(6) 2013: . Lot number:636976 is not valid. Lot number:626404 manufacturing date: -jan-2008 expiration date: -dec-2009. Lot number:825627 manufacturing date:jan-2011 expiration date: jan-2014. Lot number:869761 manufacturing date:jun-2011 expiration date:-jun-2014. 4 lot numbers & other adverse events reported. 3 lots were valid. However, lot 636976, is not valid, as verified see attached. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration if the device/perforation to fallopian tube') and device breakage ('left device was fractured and removed in pieces (right essure implant was intact)/evidence of an essure fragment within the left pelvis, adjacent to the left cornua,I still had pieces of the essure in my tubes') in a 28-year-old female patient who had essure (batch no. 626404,825627,869761,636976) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included secondary infertility (female). Concurrent conditions included right lower quadrant pain, menstrual disorder and menstrual cramps. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, 3 years 7 months after insertion of essure. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"). The patient was treated with surgery (on (B)(6) 2013 essure device coils were removed. And operative laparoscopy, lysis of adhesions, partial salpingectomy,laparoscopic removal of essure coil). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, menstruation irregular, dysmenorrhoea, depression and anxiety outcome was unknown and the device breakage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: lot number: 626404, 825627, 869761, 636976 invalid patient received treatment for events ¿ pelvic pain, bleeding , device breakage , diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg confirmed laterally blocked tubes.; on (B)(6) 2016: results: failure to occlude (close) fallopian tubes. Ultrasound abdomen - in (B)(6) 2013: . Lot number:636976 is invalid. Lot number:626404 manufacturing date: -jan-2008 expiration date: -dec-2009 lot number:825627 manufacturing date:jan-2011 expiration date: jan-2014 lot number:869761 manufacturing date:jun-2011 expiration date:-jun-2014 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of menorrhagia , device breakage updated to recovered / resolved incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration if the device") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/I ntervention required) with pelvic pain, device breakage ("left device was fractured and removed in pieces (right essure implant was intact)") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (on (B)(6) 2013 essure device coils were removed.). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown and the device breakage and menstruation irregular outcome was unknown. The reporter considered device dislocation, device breakage and menstruation irregular to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration if the device. She also stated that left device was fractured and removed in pieces. These events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, neither the exact time point of dislocation nor the exact location of the coil was reported. However, given its nature, the device dislocation was considered related to essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the exact time point of the breakage is unknown and, also based on its nature, causality for this event was also assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration if the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage ("left device was fractured and removed in pieces (right essure implant was intact)") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (on (B)(6) 2013 essure device coils were removed.). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage and menstruation irregular outcome was unknown. The reporter considered device breakage, device dislocation and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-apr-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration if the device. She also stated that left device was fractured and removed in pieces. Coils were removed approximately 5 years after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, neither the exact time point of dislocation nor the exact location of the coil was reported. However, given its nature, the device dislocation was considered related to essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the exact time point of the breakage is unknown and, also based on its nature, causality for this event was also assessed as related. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up is allowed and further information is expected only through litigation process.